Event description:
It was reported the monitor does not power up. The issue occurred during preparation for use unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
E1 full establishment name: (B)(6), south korea. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon was reproduced during device inspection and surmised that it occurred due to a g1 board (power supply printed circuit board failure). A definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.